Manufacturer narrative:
(B)(4). Date report sent: 08/31/2004. Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device delivered malformed staples. There was no reported pt consequence. It was not reported how the case was completed.